Manufacturer narrative:
Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported event occurred. The instrument was tested and would not arm as received. The instrument was disassembled and found that the latch of the handle had flash which would not allow the reset button to move properly.

Event description:
It was reported the device was used during a nissen fundoplication. It was reported the nurse went to arm the trocar and the shield would not lock out. Another trocar was opened and the case completed without difficulty. There was no consequence to the patient.